Event description:
Unit is heavily contaminated with dust and dirt. Unit will not run due to possible bearing damage on compressor. Complaint can be duplicated as unit is not able to deliver o2 due to inability to run. Unit does emit an audible alarm as designed and would have alerted the patient to an equipment malfunction.

Manufacturer narrative:
The unit has not been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
A concentrator melted on the night of (B)(6) 2017. The patient slept and did not receive oxygen in the night. The nurses found her blue in the morning. She was given oxygen with a different concentrator in the nursing home.